Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving lioresal via an implanted pump. The pump previously was used to deliver gablofen. The indication for pump use was intractable spasticity. The patient¿s mother reported that on (B)(6) 2023, the patient had a pump refill and while the doctor was doing the refill, ¿the doctor¿s hands were trembling severely¿. On (B)(6) 2023, the patient would not wake up. The reporter felt the patient was ¿overdosed¿. The reporter took the patient to the hospital, and he was in the hospital for 11 days. On october 10th, 11th, and 12th he was ¿storming¿. He was profusely sweating, jerking, showing withdrawal symptoms, had constipation, was showing tachycardia, and the reporter thought he was going to die. They did a catheter dye study on (B)(6) 2023 and said that everything was fine. They did an MRI of the patient¿s brain and spine on (B)(6) 2023. On 23-dec-2023, the reporter had to bring the patient to the ER (emergency room) due to the patient still showing signs of withdrawal. Per the reporter, the patient was in severe withdrawal for 2.5 months. The reporter stated, the pump malfunctioned, and they were currently awaiting surgery to remove it. Per the reporter, on 23-dec-2023, the pump was interrogated in the hospital and the pump was showing it was still stalled since the MRI on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated that the doctor wanted to review shutting off the pump and reviewed that there had been some issues with the pump malfunctioning. The doctor wanted to know the process of shutdowns, which was reviewed by technical services. The doctor planned to obtain the code to shut off the pump at a later date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the pump was going to be shut off due to ¿volume discrepancy and patient¿s symptoms.¿ the hcp stated that it had been a while since the pump was turned to the lowest setting and the patient was doing okay on oral baclofen. During the call, the hcp gave consent and confirmed they understood that by entering in the pump off passcode that pump could never be restarted.

Event description:
Additional information was received from a healthcare provider (hcp) who clarified the patient¿s overdose and withdrawal symptoms following the (B)(6) refill by stating that the patient had been having signs consistent with withdrawal since (B)(6) intermittently, prompting a dye study (B)(6) 2023. The dye study verified the reported volume of medication in the pump and the patency of the catheter system. Other than a bridge bolus, no adjustments were made. An MRI was done (B)(6) to look for other issues. No new symptoms were noted after (B)(6) until about (B)(6). The pump stalled 10/16 and then ¿reset itself¿ 2 weeks later and about that time, the patient¿s mom reported that he was sleeping a lot more for about 2 weeks, and then changed back to irritability, sweating, and itchiness. Per the hcp, these signs were consistent with withdrawal and had been daily but intermittent for 6 weeks by the time he came in on (B)(6) 2023. The hcp noted, ¿that¿s too long for withdrawal I think, and I suspect that some hypothalamic storming had been unmasked¿. With regards to the cause of the reported issues, the hcp noted ¿12/23 the pump reported a 1092 hour stall that dates back to 11/7/23 ¿ I¿d call that potential cause of something ¿ other parts of the report were bizarre, at least based on my experience and I suspect an electronics issue ¿ beyond that speculation I cannot say¿. The actions/interventions taken were noted as ¿12/23 the pump wanted to restart itself at its old rate and I did not want to put him at such a high dose if he had been on zero for 6 weeks¿. The pump was turned down from baclofen (2000 mcg/ml at 434.7 mcg/day) to baclofen (2000 mcg/ml at 120 mcg/day) and the patient was started on some oral clonidine and baclofen. Currently the device remained in place and another physician was resuming its management. The reporting hcp assumed that the pump would be explanted soon as it was 80% through its eri (elective replacement indicator) anyway. Additional information was received on 09-jan-2024 from the patient¿s mother who reported that the pump had been reprogrammed and was currently running a low dose at 120 mcg's and the doctor told her that ¿the pump is unstable¿ and will need to be replaced. She also stated that prior to the MRI the pump was ¿scheduled to be refilled on (B)(6) and now the refill date was showing (B)(6)¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.